Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a feeding pump. The pump and the power adapter were sent to a covidien service ctr. Upon eval of the unit and power adapter, the power adapter was found to be burnt.